Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the cv2 (check valve) to address and correct this reported condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that was not displaying volumes correctly. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.